Event description:
It was learned through implant patient registry that a patient with a 21mm 2700tfx aortic valve was explanted after an implant duration of 3 years, 7 months due to hemophilus parainfluenza endocarditis. The explanted valve was replaced with a 21mm 11500a valve. Per medical records the patient presented with fever and chills, afib with rvr, treated with amiodarone. The patient was diagnosed with hflu bacteremia, acute bacterial endocarditis, blood cultures were positive for hemophilus parainfluenza. The patient was treated with continuous antibiotics and transferred for surgical workup. Prior to surgery the patient underwent tooth extraction. The patient went for heart surgery one month later after transfer. A preop tee showed thickening of av leaflets, severe 4+ mr with possible vegetation, and posterior leaflet perforation, and central tr secondary to dilation. Indication for surgery was infection, endocarditis and prosthetic valve dysfunction, mr and tr. The patient underwent redo avr, chordal sparing mvr with a 27 mm non-edwards valve and tvr with a stitch. Pathology report for explanted aortic valve indicated pannus formation, the leaflets mobile. On pod #11 a ppm was implanted for post op atrial flutter with slow conduction. The patient was discharged on pod #29.

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, b7, d4 expiration date, g3, g6, h4, h6 health effect - clinical code, device code(s), type of investigation, and investigation findings. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prosthesis types, surgical techniques, and infection control measures. This infection is categorized into early (onset at 60 days or less post-implant) and intermediate/late (onset greater than 60 days post-implant). Intermediate/late onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. H11 corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
It was learned through implant patient registry that a patient with a 21mm 2700tfx aortic valve was explanted after an implant duration of 3 years, 7 months due to unknown reasons. The explanted valve was replaced with a 21mm 1500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.